Event description:
Medtronic received information that during the implant of this 26-millimeter (mm) transcatheter bioprosthetic valve, the valve was p ositioned in the correct position. When the valve was completely released, the valve dislodged into the ascending aorta. Subsequently, a second 26mm transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.